Event description:
It was reported that the pt experienced lack of pain control. Films were done that questioned whether there was catheter attachment and noted that the pump was askew. Excellent side port access was noted. The hcp decided at that time to monitor the patient's status. A month later, the pt continued to complain of lack of pain control. The patient's catheter was replaced. The drug contained in the patient's pump was not reported.